Event description:
It was reported that the customer's insulin pump over delivered insulin, and the customer's blood glucose was low as 69mg/dl. The mother stated that the insulin pump delivered 20.0 units. Troubleshooting was performed. The caller stated that they did not program a larger fixed prime amount that was requested to fill the cannula. Reviewed the bolus history and found that multiple boluses were programmed within one hour. The caller stated that the device was not exposed to a high magnetic field. Assisted the mother to run a displacement test and passed. The mother was not comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.